Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. Sample handling is suspected as a contributing cause to this event a definitive root cause for this event has not been determined to date. Mdrs associated with the event: 2122870-2011-02651, 2122870-2011-02687, 2122870-2011-02652, 2122870-2011-02653.

Event description:
The customer reported that on (B)(6) 2011 discrepant alpha-fetoprotein (afp), diluted total human chorionic gonadotropin (dil-hcg), unconjugated estriol (ue3), and inhibin-a results were generated from a unicel dxl800 access immunoassay systems for one patient sample. This is report two of four and represents the initial discrepant ue3 result generated from the unicel dxl800 access immunoassay systems for one patient sample. Duplicate repeat testing of the patient sample on the same instrument produced higher results. The ue3 results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment attributed or associated with this event. Instrument ue3 quality control results were within customer established specifications during the timeframe of this event. The sample was collected by a satellite laboratory in a serum tube with a gel separator. The samples was poured off into a separate container and frozen before sending to the customer. The sample possessed an orange hue but did not appear to be hemolyzed. The customer indicated they were unsure if the sample had been properly mixed or handled prior to testing. No patient specific information was provided by the customer.